Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound under the lifevest. Patient described the area as red, covered in pustules and itchy. There are a few small areas where it¿s bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved. There is no indication of a reportable serious injury per sop 90e0012-a99 severity matrix and reportability determination flow chart: red.